Event description:
Pt had original total hip reconstruction done in 6/91 in another institution. Pt had normal post-operative recovery for several months then began to experience pain and dislocation of the hip. The joint was revised several times. On this date, the original acetabular insert was revised. The acetabular insert showed uneven wear as well as having debris in the joint.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, end of life - premature, material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.